Manufacturer narrative:
The calcium gen.2 reagent lot number is 92024001, and the expiration date is 31-jan-2027. The bicarbonate liquid reagent lot number is 92066901, and the expiration date is 30-jun-2027. The investigation determined that a general reagent or analyzer problem was not present because the qc prior to the event was within ranges. The provided alarm trace history contains abnormal aspiration and sample short errors. These are consistent with poor pre-analytical handling. A field service engineer (fse) determined that the main water pump pressure had drifted high on the analyzer. The fse adjusted the main water pump pressure, performed an automatic gear pump adjustment, and verified the instrument by performing qc and instrument performance testing. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
There was an allegation of questionable calcium gen.2 and bicarbonate liquid results from the cobas c 503 analytical unit for 4 patients. Patient 1's initial calcium result was 5.69 mg/dl. The repeat result was 9.93 mg/dl. Patient 2's initial calcium result was 4.95 mg/dl. The repeat result on another c503 analyzer was 9.73 mg/dl. Patient 3's initial bicarbonate result was 38.7 mmol/l. The repeat result was 22.5 mmol/l. Patient 4's initial bicarbonate result was 31.7 mmol/l. The repeat result was 20.6 mmol/l. The repeat results were deemed to be correct. The anion gaps were negative, prompting the customer to question the initial results. The bicarbonate results were flagged in the laboratory and repeated.